Event description:
It was reported that "after the catheter inserted, the balloon rupture". The iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).